Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation performed through photographs: device photograph(s) for the device related to the reported event of deflation and crease/folding of implant was reviewed on 16-june-2020. Visual analysis of the photographs identified; the device is observed with a little fluid, the marked opening is not observed. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis it is not possible to determine the most likely failure mode. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation due to deflation. Allergan is not requesting the device return at this time due to global safety concerns associated with covid-19.

Event description:
Healthcare professional reported a right side deflation and "any creases associated with hole." Device has been explanted.